Event description:
It was reported a patient underwent a left hip closed reduction one day post implantation due to a dislocation. Then, the patient underwent another closed reduction approximately seven days post implantation due to a dislocation. This reduction, however, was unsuccessful. Approximately nine days post implantation, the patient underwent a left hip revision due to a dislocation. The shell, liner, and head were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 30.28.06 / protasul-s-30-head 28 m / lot: 317467. G2: russia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: visual examination of the provided pictures identified the head/bearing/liner/and ring all disassembled. The bearing and ring show damage after disassembly, it is unknown if the damage was before or after they were disassembled. The shell has some debris within the cup. The ring appears to be slightly bent. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and review identified findings of the reported issues: dislocation of the prosthetic acetabular implant superolaterally with impaction of the femoral head within the native acetabular bone as noted. Marked osteopenia. A definitive root cause cannot be determined. Under the warning section, it states the acetabular prosthesis can dislocate. Closed reduction is generally successful; however closed reduction must be attempted with caution to prevent disassociation of the bi-polar acetabular component from the femoral component. When dislocated, the bi-polar component can assume a vertical position and become impinged against the natural acetabulum. When impinged, during closed reduction, the bi-polar component can experience forces greater than the lever-out forces or torque forces required to disassociate (separate) the bi-polar component from the femoral component. Event confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.